Manufacturer narrative:
Follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips reporting that he device has an external paddle problem. There was no patient or user involvement.